Manufacturer narrative:
Results of investigation: the reported complaint was confirmed and duplicated. The xdcr (transducer) pt801 (exhalation pressure transducer) and pt800 (turbine differential transducer) failed.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The technical support has requested the customer to return the suspect device to the fa-lab facility for repair and further investigation. At this time, no root cause has been determined. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that their vela ventilator was alarming transducer fault, low ve and low pip while ventilating on a patient. The patient was transferred to another ventilator. No patient harm was reported. The customer also reported that the ventilator passed the xdcr test and calibration.